Event description:
Report received from the USA stating that the device locking "would not work during surgery". There was approximately a 5 minute delay to retrieve a replacement device. No injuries or medical intervention were reported. There was no additional info provided.

Manufacturer narrative:
The device has not been received by anspach. If additional info is received, a supplemental report will be sent.